Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The product support engineer troubleshot the issue with the customer over the phone and provided part number for the gas delivery system (gds) assembly to correct the problem. The gas delivery system (gds) was received for investigation. The gds was received with no data acquisition (da) board and oxygen valve solenoid. Visual inspection revealed no signs of damaged or contamination. The gds was tested and the reported condition was verified. The air flow accuracy test failed. The failure was isolated to air flow sensor ui component. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator air flow sensor reads 2 liters per minute (lpm) at zero. The ventilator was not in use on a patient at the time of the event occurred